Event description:
It was reported that the implant at tooth site #12 had a screw with stripped threads & unk biomet abutment stuck to implant. Screw got stripped & upon attempt of removal of screw; abutment & implant were dislodged. Investigator found that an unk biomet abutment is stuck/does not disengage the implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided, d1: brand name unknown / not provided, d4: catalog # unknown / not provided, d4: lot/serial # unknown / not provided, d4: device expiration date unknown / not provided, d4: device UDI number unknown / not provided, g4: PMA/510(k) number unknown / not provided, h4: device manufacturer date unknown / not provided. Zimvie received one (1) unknown biomet abutment for evaluation. Visual evaluation was performed; the stripped screw was stuck inside a damaged abutment. The screw doesn¿t disengage from the implant and abutment. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was customer error, the screw was not torqued to specification. Therefore, based on the available information, a device malfunction did occur. The abutment would not disengage from the implant while attempting to remove screw from the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.